Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged cough, shortness of breath, headaches, memory loss and nose bleeds. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged cough, shortness of breath, headaches, memory loss and nose bleeds. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. A dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port, top enclosure, under the right and left side accessory doors, slight unknown white crusty type of contamination at the air input of the blower box at the filter area, a white residue, consistent with mineral deposits or dried liquid spots in the blower box and on the bottom of the blower motor, indicating potential water ingress, minor dust-like and hair-like fibrous contamination on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they was not able to confirm the presence of degraded sound abatement foam. The manufacturer can confirm the presence of contamination in the airpath.